Event description:
A physician attempted arteriotomy closure using the starclose device after an interventional procedure. The physician was unable to deploy the device. The physician removed the device and hemostasis was achieved with manual compression.

Manufacturer narrative:
Upon eval of the returned device, a malfunction was identified with the trigger pin. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."